Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming and the screen showed 46876. Per reporter, the battery door was opened/closed, pump powered on, and the screen then read remove and reattach cassette. Per reporter, clamp was closed, patient released the latch and the screen read program lost. Patient opened/closed the battery door again and the screen read ready to begin. Troubleshooting resolved the issue. Res vol is 0.0 ml. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.